Event description:
The initial reporter received a questionable elecsys hcg stat result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was 5.05 miu/ml (positive pregnancy result). The first repeat result was <1.0 miu/ml with a data flag (negative pregnancy result). The second repeat result was <1.0 miu/ml with a data flag (negative pregnancy result). The questionable positive pregnancy result was not reported outside the laboratory.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The field service engineer inspected the analyzer but was not able to determine the cause of the event. He replaced the sample and reagent probes, paddle mixer, and the packings for the solenoid valves. He verified the analyzer's performance with succesful sipper probe primes, measuring cell preparations, and mechanical checks. The investigation is ongoing.